Event description:
It was reported that guidewire and catheter entrapment occurred. The target lesion was located in the superficial femoral artery. A .035 magic torque guidewire was used with a 7x100, 130cm eluvia self-expanding stent. During the procedure the guidewire became stuck within the stent delivery system and could not be removed. The magic torque guidewire and the eluvia stent delivery system were removed together as one unit. The procedure was then completed using a new guidewire and a 7x40mm eluvia stent. No patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was returned for analysis consisted of an eluvia self-expanding stent system with a 0.035 guidewire stuck inside the device. Visual examination revealed that the outer sheath is separated at the nosecone and the middle sheath can be seen. There is a kink to the middle sheath at the nosecone. The pull rack is separated, and the proximal section is missing. There is a bend in the outer sheath at 79.5cm from the nosecone. Microscopic examination revealed no additional damages. The devices were placed in a water bath for several days and the guidewire was able to be removed. It was noticed that there are kinks to the guidewire so functional testing was perform with a test guidewire, which revealed the wire advanced through the inner liner and was able to pass through the device. Inspection of the remainder of the device, revealed no other damage or irregularities.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that guidewire and catheter entrapment occurred. The target lesion was located in the superficial femoral artery. A .035 magic torque guidewire was used with a 7x100, 130cm eluvia self-expanding stent. During the procedure the guidewire became stuck within the stent delivery system and could not be removed. The magic torque guidewire and the eluvia stent delivery system were removed together as one unit. The procedure was then completed using a new guidewire and a 7x40mm eluvia stent. No patient complications were reported.